Manufacturer narrative:
The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that the hahn tapered abutment's screw was stripped. The abutment was being tested prior to delivering to the patient. Hahn prosthetic short driver was used for the procedure. The patient has no relevant pre-existing condition. There was no injury or impact to the patient.

Manufacturer narrative:
The reported abutment screw, abutment and abutment carrier were returned and evaluated. Visual and microscopic inspection were performed on the returned devices and no deviations were found. A lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. A fit check was performed on the returned abutment and abutment screw using lab driver and analog. The returned abutment screw engaged with the lab driver successfully. The abutment and screw fit into the lab analog successfully. Further visual inspection did not find the abutment screw stripped as originally reported. There was no non-conformity found with the reported screw. The complaint was not confirmed. This event will be tracked and trended.